Manufacturer narrative:
Only the opened product carton was returned. Unable to conduct a product evaluation due to neither the lens nor the used device were returned. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Only the opened carton was returned. Neither the lens nor the used device were returned for an evaluation. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens being cracked upon insertion into the eye. The procedure was completed with the alternative lens. There was no patient harm. Additional information received and stated that there was no patient harm.